Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels ranging from 372 mg/dl to a reading of "high" on continuous glucose monitor. Bg cause was unknown. Reportedly, the pump supplies were changed to address bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.